Event description:
It was reported that the ilet ¿doesn¿t seem to be working¿ while the user experienced sustained hyperglycemia, with reports of frequent missed meal announcements and use of manual insulin injections to address high glucose. Symptoms included persistent elevated blood glucose with readings exceeding 400 mg/dl, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included repeated high-glucose alerts and self-management with back-up insulin injections, without medical intervention or hospitalization. Investigation included review of device performance and user-reported use patterns, including alerts and therapy actions. Investigation of this case revealed no evidence of device malfunction and indicated user-related factors, specifically missed meal announcements, as the likely driver of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcements.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.